Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the gusset area and broken in the distal area (returned). The other haptic was bent in the gusset and distal area. The optic was pressed against a post of the lens case. No cartridge returned for evaluation. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicted. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The product investigation could not identify a root cause for the reported complaint of lens stuck in main wound. The position of the lens while in the eye cannot be determined. Lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of intraocular lens stuck in main wound, would not advance. There was patient contact. Additional information has been received and stated that no patient harm.